Event description:
Case description: investigation result suspect: novopen echo plus batch no: pvgfr50-2 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following malfunction updated as no is non-reportable updated as no investigation results updated final report ticked, expected date of fu report removed in EU/ca tab b,c and d, g (imdrf) codes updated in device addendum tab narrative updated accordingly. Final manufacturer comment: 04-feb-2026: the suspected novopen echo plus device has not been returned to novo nordisk for assessment. Examination of the reference sample did not reveal any issues related to the reported problem. The batch records have been checked and are within normal parameters. No additional contributing factors have been identified. Due to the limited information available on how the suspected device was handled, it is not possible to determine a definitive root cause concerning the functionality of the novopen echo plus. H3 continued: evaluation summary suspect: novopen echo plus batch no: pvgfr50-2 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event [preferred term] (related symptoms if any separated by commas) high blood sugar levels [blood glucose increased], piston defect in novopen [device issue], piston does not deliver insulin with each injection [device failure]. Case description: this serious spontaneous case from denmark was reported by a consumer as "high blood sugar levels(sugar blood level increased)" with an unspecified onset date, "piston defect in novopen(device component defective)" with an unspecified onset date, "piston does not deliver insulin with each injection(device failure)" with an unspecified onset date, and concerned a male patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "diabetes", patient age, height, weight and body mass index were not reported. Dosage regimens: novopen echo plus: current condition: diabetes (type and duration not reported). On an unknown date, piston defect in novopen echo plus was reported. The piston does not deliver insulin with each injection, which led to patient's hospitalization, due to high blood sugar levels. Other details of hospitalization were not reported. Batch numbers: novopen echo plus: pvgfr50-2 . The outcome for the event "high blood sugar levels(sugar blood level increased)" was unknown. The outcome for the event "piston defect in novopen(device component defective)" was unknown. The outcome for the event "piston does not deliver insulin with each injection(device failure)" was unknown. Reporter's causality (novopen echo plus) - high blood sugar levels(sugar blood level increased) : unknown . Piston defect in novopen(device component defective) : unknown . Piston does not deliver insulin with each injection(device failure) : unknown . Company's causality (novopen echo plus) - high blood sugar levels(sugar blood level increased) : possible . Piston defect in novopen(device component defective) : possible . Piston does not deliver insulin with each injection(device failure) : possible. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated.